Manufacturer narrative:
Manufacture date: 20nov2019. Report date: 21nov2019. The customer confirmed the rebreathing alarm issue. The possible repeated inhalation of carbon dioxide caused the alarm. The customer reported that manufacturer's international service technician checked the ventilator, the self-check is normal. The equipment has been restored to normal after repair. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019.

Event description:
The customer reported an alarm. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.